Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One sealed packet was received for analysis. Product code 698g.the visual assessment of the sample noted that a loose extra needle was noted to be inside of the sterile package. Also, the overwrap package was noted to be perforated. The visual inspection concluded that the sterile barrier was compromised due to the holes that were observed on the copolymer caused by the needle tip. Based on the information currently available, the hole in the overwrap package and wrong number of components were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. The manufacturing record evaluation was performed for the finished device lot number and identified a ncr (nr-0246479) related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. Expiration date: jul/31/2029. Date of mfg.: aug/23/2024.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the product was picked up from the storage area before taking out to the operating room, it was found that the needle was protruded from the package. There were no adverse consequences to the patient and no injuries occurred to healthcare professionals related to this product. Further details are not provided from the hp.